Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of insulin pump was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they replaced 2 batteries but the issue persists. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume and pump error 63 (variable 3) alarmed during self test due to cracked solder joint on keypad assembly. Intermittent button response on the up and down buttons due to moisture damage on keypad traces.